Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service 064 alarm issue. There was no reported adverse event associated with this complaint. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a call service (B)(4) alarm was observed in the black box and alarm history. The pump powered on properly with no alarms. The rewind, load and prime steps were successfully performed. The pump was exercised for 24 hours, after 24 hours no call service alarms were received. Unrelated to the complaint, the pump cover was observed to be cracked between the corner of the lens and case seal. The pump was opened; there was evidence of moisture corrosion on the motor flex connector and on the transceiver board. The display was also dim and pink.